Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17429, 2938836-2019-17430, 2938836-2019-17431. It was reported that the patient presented at the hospital complaining of cough and dyspnea. A chest x-ray revealed that the patient had a large left pneumothorax. The patient had a chest tube inserted and tolerated the procedure well.